Event description:
Additional information received clarified the patient had the bowel obstruction ¿a few weeks¿ after implant. The onset of the event was noted as (B)(6) 2011 and the device was turned off at that time. The patient did turn the device back on a few weeks later and was seeing good results. The cause of the event was not determined, but was noted to not be device related. It was stated the patient recovered with permanent impairment/some symptoms. The patient suffered from chronic diarrhea.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v631583, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a bowel obstruction surgery one month after the device was implanted. The patient became handicapped after that procedure and could not use the stairs now. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.